Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics assembly. Unable to confirm unexpected restart alarm due to blank display. Insulin pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and missing end cap sticker noted.

Event description:
Customer reported via phone call that she dropped the device and the device was cracked on both sides of the corner. Customer reported the device alarmed an unexpected restart alarm and did a reset process, the device turned off and was unable to turn back on. Customer's blood glucose was 150 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.